Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery to support the 22 year old male who had been admitted in with cardiogenic shock, presenting in scai stage d shock. Prior to the 5.5 pump the patient was supported by an intra aortic balloon pump (iabp) and extra corporeal membrane oxygenation (ECMO). The 5.5 will function as a ventricle vent for the primary support device, the ECMO. No underlying medical history was shared. The pump was supporting for 15 days when the team observed the pump to be malpositioned and pointed towards the papillary muscle. The pump was repositioned. The pump was having signs of pump saturation later in the day. The decision was made to remove and replace the 5.5 pump. The impella 5.5 device was exchanged for a new 5.5 without any observed impact on the patient¿s hemodynamic status. The patient remains on support to date. The device functioned as expected, p-7 with 4.2l/min flow with d5w with sodium bicarbonate in the purge solution.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. Correction: implant and explant dates were inadvertently omitted from the initial report. Accordingly, d6a and d6b have been updated to reflect implant and explant dates respectively. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.